Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the inserter, anchor body and anchor tip that were returned for evaluation. The anchor body and anchor tip were disassembled from one another and the anchor tip had some damage to it from extraction from the bone. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, after implanting the anchor, the sutures were pulled to check if the anchor is stable. After pulling the sutures, the anchor became loose and fractured. The retained broken piece was removed from the patient's body, and surgery was completed with a new anchor. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet returned.

Event description:
It was reported that during surgery, after implanting the anchor, the sutures were pulled to check if the anchor is stable. After pulling the sutures, the anchor became loose and fractured. The retained broken piece was removed from the patient's body, and surgery was completed with a new anchor. No additional patient consequences were reported.